Event description:
It was reported that a 73-year-old male patient (78 kgs) underwent a persistent atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After the procedure, the patient¿s blood pressure decreased. Effusion was confirmed. Pericardial drainage was conducted. Atrial septal puncture was performed by rf needle. Ablation had already been performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 30w 10ml / 3150w 17ml. No abnormalities were observed prior to use or during of the product. Relevant medical history includes four (4) ablation procedure for persistent atrial fibrillation. The event occurred after the ablation procedure was completed. No error message observed during the procedure. Dashboard and vector force visualization features were used. Additional information received indicated the physician commented that the causal relationship of the adverse event to the product is unknown. Patient outcome of the adverse event was improved. It was not reported that the patient required extended hospitalization. No error message observed during the procedure.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30822375l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).